Manufacturer narrative:
Gtin number: unknown since lot number was not provided.

Event description:
After successful placement of the 25 mm amplatzer cribriform occluder (aco), a pressure drop was noted and a tee confirmed an effusion. A surgical repair of a cardiac wall perforation was required; however, the aco remains implanted and is in a stable position. Per report, the exact cause of the perforation is unknown; however, the user believes it to be the result of either the multipurpose cath, 0.035 super stiff guidewire (manufacturer unknown), or the 9f amplatzer torque delivery sheath or dilator.

Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Our investigation was limited to the review of the device history record, which showed that each manufacturing and inspection operation was performed and indicated complete in accordance with sjm specifications and procedures. Based on the information received, the cause of the reported incident could not be conclusively determined.